Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient: infant.

Event description:
It was reported that tubing leaked at the drip chamber in the nicu. The nurse stated that during an infusion, tpn was leaking out of the drip chamber. The vent cap was open. The issue was resolved by replacing the entire tubing set. The baby was not harmed.

Manufacturer narrative:
Additional information added to: d11.

Event description:
It was reported that tubing leaked at the drip chamber in nicu. The nurse stated that during an infusion, tpn was leaking out of the drip chamber. The vent cap was open. The issue was resolved by replacing the entire tubing set. The baby was not harmed.